Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, alarmed no disposable clamp tubing. Per reporter residual volume was: 10.1 ml, rate 2.3 ml and 95.90 ml was given. No adverse patient effects were reported. No additional information is available at this time.